Event description:
Boston scientific provided the following information: pt presented for follow up with syncopal episodes, multiple false vt events stored on v lead, 1 year trend showed multiple impedance measurements less than 200 ohms. Pt was brought in for lead revision, lead was capped and new rv lead placed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.